Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been waking up with low blood glucose. Customer's blood glucose was 47 mg/dl, which was treated with food. Customer did not want to troubleshoot, customer wanted to change basal rates as he believed that too much insulin was causing low blood glucose.